Event description:
Additional information received indicated lead noise due to possible lead degradation. Noise was not reproducible. A chest x-ray showed externalized conductors. Programming changes were made.

Event description:
It was reported that the patient presented in clinic after receiving high voltage therapy due to noise. No electrical abnormalities observed via interrogation printouts. Further testing was recommended. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).